Event description:
It was reported that the insulin gauge was intermittently inaccurate and static. Reportedly, the customer was not replacing the cartridge per tandem's instructions. Tandem technical support educated the customer that this is off label. Customer continued to use the existing cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.